Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned for evaluation. The device showed a battery capacity below 50% when it was returned to zoll and the coloumb counter was observed to be at 0%. When the batteries are replaced the coloumb counter needs to be reset. Re-setting the coloumb counter resolved the report. The device was recertified and returned to the customer. The device operated per device specifications. This event should not have been classified as a reportable event as this does not prevent use of the device. Analysis of reports of this type has not identified an increase in trend.